Event description:
Boston scientific received info that the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system went well, with good connections and measurements noted. As the pocket was being closed, the pt developed respiratory distress and was unable to be revived. The physician had no allegations against the device system and it was thought that the death was related to anesthesia or another issue. The field rep was not aware if any autopsy was performed. The device was not explanted.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.